Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The occurrence of system failure 21 was confirmed at start-up of the device. The reported failure could not be replicated. No device operation errors were detected during resmed¿s inspection and tests. Based on information provided by the japan distributor and an investigation and inspection of the device, it appears that internal components contained water contamination that likely compromised the sensing of flow/pressure within the device¿s air path and circuit while the motor self test was going on, thereby triggering the sf21 event. No further action is needed. A risk assessment has been performed and is acceptable. The indications for use state ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 150 device displayed an error message (system fault 21) related to failure of self-test at device start-up. It was reported the patient was admitted to the hospital and subsequently expired. The stellar 150 is not a life support device according to the indications for use.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 150 device displayed an error message (system fault 21) related to failure of self-test at device start-up. It was reported the patient was admitted to the hospital and subsequently expired. The stellar 150 is not a life support device according to the indications for use.